Event description:
The patient was surgically implanted with a greenfield filter on or about (B)(6) 2004, after diagnosis and treatment of a pulmonary embolism. On or about (B)(6) 2019, the patient underwent a computerized tomography angiography scan (CT scan) of their chest that revealed the presence of pulmonary embolisms. On (B)(6) 2020, the patient underwent removal of the filter by endovascular forceps that were then advanced under fluoroscopic guidance and used to engage the retrieval hub of the inferior vena cava (ivc) filter. Traction was applied and the filter was withdrawn into the sheath under live visualization.